Event description:
It was reported that balloon rupture occurred. A 8mm x 2.00mm quantum apex balloon catheter was selected to dilate the target lesion. It was noted that the balloon ruptured during the procedure. The number of inflations and to what atms is unknown. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).